Event description:
The event is reported as: the customer alleges that the filter of the humid-vent was found occluded. The patient's spo2 was at 70% for three minutes. The patient's condition is reported as ok.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.